Manufacturer narrative:
Customer recently discovered an issue with aep stimulation using the ear inserts. The left stimulus is coming out of the red box, and the right stimulus is coming out of the blue box. The ear inserts that provide aep (auditory evoked potentials) stimulation during an mee-1000 procedure stimulated the incorrect sides. The left stimulated the right and the right stimulated the left. These ear inserts had these issues years ago and the manufacturer of the ear inserts has since then corrected the issue. The customer had the old inserts that had these issues, and they were provided replacement inserts that are functioning correctly.

Manufacturer narrative:
The ear inserts that provide aep (auditory evoked potentials) stimulation during an mee-1000 procedure stimulated the incorrect sides. The mee-1000 pc system is used for evoked potentials, eegs, and emgs. These ear inserts had these issues years ago and the manufacturer of the ear inserts has since then corrected the issue. The customer had the old inserts that had these issues, and they were provided replacement inserts that are functioning correctly. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The ear inserts that provide aep (auditory evoked potentials) stimulation during an mee-1000 procedure stimulated the incorrect sides. The mee-1000 pc system is used for evoked potentials, eegs, and emgs. These ear inserts had these issues years ago and the manufacturer of the ear inserts has since then corrected the issue. The customer had the old inserts that had these issues, and they were provided replacement inserts that are functioning correctly.

Event description:
The ear inserts that provide aep (auditory evoked potentials) stimulation during an mee-1000 procedure stimulated the incorrect sides. The mee-1000 pc system is used for evoked potentials, eegs, and emgs. These ear inserts had these issues years ago and the manufacturer of the ear inserts has since then corrected the issue. The customer had the old inserts that had these issues, and they were provided replacement inserts that are functioning correctly.

Manufacturer narrative:
Details of the complaint: on (B)(6) 2018, customer at (B)(6) reported issue with aep stimulation using ear inserts on mee-1000a-lt with serial# (B)(6). Service requested: assistance in troubleshooting. Service performed: customer reported issue with aep stimulation using the ear inserts. The left stimulated the right and the right stimulated the left. The left stimulus was coming out of the red box, and the right stimulus was coming out of the blue box. The ear inserts that provide aep (auditory evoked potentials) stimulation during mee-1000 procedure stimulated the incorrect sides. The issue was resolved by exchanging the ear inserts. The root cause of the issue was manufacturing defect by supplier etymotic research inc. The defect was identified by manufacturers before this issue was reported and the manufacturer had corrected the issue by exchanging the ear inserts, however customer was using old inserts due to which the ear inserts could not be replaced earlier. The issue was resolved. Review of device sap history found no previously reported issues with the unit. The warranty of the device expired on 05/13/2011. Investigation result(s): the root cause of the issue was manufacturing defect by supplier etymotic research inc. The defect was identified by manufacturers before this issue was reported and the manufacturer had corrected the issue by exchanging the ear inserts, however customer was using old inserts due to which the ear inserts could not be replaced earlier. The warranty of the device expired on 05/13/2011. According to product history of mee-1000a, one similar issue of aep stimulation using the ear inserts was reported by same customer (B)(6) on (B)(6) 2019 in ticket# 33007 (serial# (B)(6)). The root cause of the issue was manufacturing defect by supplier etymotic research inc. The defect was identified by manufacturers before this issue was reported and the manufacturer had corrected the issue by exchanging the ear inserts, however customer was using old inserts due to which the ear inserts could not be replaced earlier. The warranty of the device expired on 05/13/2011. The issue was resolved by providing an exchange of ear inserts to the customer. Corrective action: due to timely inaccessibility of the components provided by vendors resulting in delays for repair, as of december 26, 2016 nk, discontinued me-1000a and introduced mee-2000a as successor of me-1000a series. Support for the unit continued till the availability of parts of me-1000a. Investigation conclusion. The root cause of the issue was manufacturing defect by supplier etymotic research inc. The defect was identified by manufacturers before this issue was reported and the manufacturer had corrected the issue by exchanging the ear inserts, however customer was using old inserts due to which the ear inserts could not be replaced earlier. The warranty of the device expired on 05/13/2011 corrective action: due to timely inaccessibility of the components provided by vendors resulting in delays for repair, as of december 26, 2016 nk, discontinued me-1000a and introduced mee-2000a as successor of me-1000a series. Support for the unit continued till the availability of parts of me-1000a. Additional information: b4. Date of this report; d10. Device available for evaluation?; f6. Date user facility/importer became aware of the event; f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type? ; additional information; device evaluation; h3. Device evaluated by manufacturer? ; h6. Event problem and evaluation codes; h10. Additional manufacturer narrative.